Manufacturer narrative:
Two images were submitted, no product was received. The returned images appear to show damage to the distal end of the catheter paddle, exposing the nitinol frame. Visual inspection was based solely upon a review of the photographs provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field indicated that the catheter was removed from an 8 f sheath. Arten600331644 ver b, advisor hd grid instructions for use (IFU) states, "insert the distal tip section of catheter into an 8.5f minimum introducer". The cause of the paddle damage is consistent with not following the instructions for use.

Event description:
During the at procedure, one of the splines was fractured when being removed from the 8 fr sheath. The device was replaced, and the procedure was completed with no adverse consequences to the patient.